Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they reset the implant this morning. Agent walked patient through how to connect the handset and communicator to the implant. Patient mentioned that they see a different number on the therapy right now, they remember therapy was at 0.7 and now is at 1.0, they decreased the therapy because it was too high. Patient mentioned that they didn't increase the therapy but then they mentioned that they did a MRI before and they didn't activate the MRI nor turned off the therapy. Patient mentioned that they had a follow up appt with hcp today and their incision is healing properly, they will have to visit their hcp in one year from now. Reviewed device education. Assisted patient with decreasing stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.